Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. "

Event description:
It was reported that a connector c35-o experienced component separation during use. The following was reported by the initial reporter: "it was reported via salesforce: that the line was disconnected from cadd pump - no visible signs of spills/leakage; no harm/impact. Event description per attached email states: bd 087 "patient arrived to ptc. Nurse was called. Once seen by nurse, patient showed that she was disconnected from cadd pump. Upon assessment the connecting device paseal injector was not connected to PICC line. The set of adaptors were intact (bd blue clamp, bd phaseal injector, bd adaptor) but not connected to PICC line and cadd pump machine has 5fu's infusing. The cadd pump showing that it is running continuously. Cadd pump has to be stopped. No visible sign of spills on patient's clothings. No visible sign of spills or moist on tip bd phaseal injector. Cadd pump was stopped. After assessment, cadd pump was reconnected to PICC line and amount volume documented" 31mar20201: follow up sent to rep. Additional clarification from customer required/requested. Email attached"